Event description:
At hourly check of IV fluids infused, lipid solution noted to be dripping from pump. Connection was broken on tubing where it connects to syringe. Syringe was on a medfusion pump infusing at 0.6cc/hr. Lipids noted to be on floor approximately 0.5-1ml. Pump immediately shut off and tubing disconnected from baby. Alaris pump placed on hold, while staff aspirated IV line to determine if air had infused in line. No air detected. Rn called to bedside to confirm events. Dr called to examine baby and was notified of incident.no fluid leaked into the infusion pump. Tubing had been in use for less than seventy two hours before the leak was first observed.